Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted on an unknown date within the bile duct to treat a malignant biliary tract obstruction.according to the complainant, following the implantation, tissue ingrowth and debris were confirmed within the stent. On (B)(6) 2012, an extractor balloon was used to clear the stent of debris and a second wallflex biliary stent was implanted within the existing stent due to the tissue ingrowth.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device model and lot numbers; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent occlusion and tumor ingrowth through the stent are listed in the dfu for this product as potential complications related to the use of this device. This complaint relates to a product which meets specification. The most probable root cause of the reported issue is anticipated procedural complication.